Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found, there was blood on the proximalconductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implanting of the lead the patient developed a cardiac effusion with cardiac tamponade and became unstable. The lead was explanted and the patient stabilized. No further patient complications have been reported as a result of this event.